Manufacturer narrative:
The ge service representative conducted an onsite investigation and replaced the lemo connector. The system was tested and found to be working as intended and put back in service.

Event description:
During planned maintenance the lemo connector needed to be replaced. No pt injury was reported.